Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23aug2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient felt lightheaded and had shortness of breath. The patient also noted weight gain in the days prior. The patient's hemoglobin was critically low and an occult blood test was positive for blood in her stool. It was thought that the blood loss was attributed to significant menorrhagia. The patient was transfused with 2 units of prbc (packed red blood cells) and was admitted for observation.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number: (B)(6), and the reported gi bleed and menorrhagia could not conclusively be established through this evaluation. It was reported that the patient was presented to the hospital on (B)(6) 2020 for a routine echocardiogram and had reports of lightheadedness and shortness of breath that morning. The patient also noticed weight gain over the past several days. In the emergency department (ed), the patient¿s hemoglobin was critically low and an occult blood test was found positive in the patient¿s stool. The patient believed that the blood loss was through significant menorrhagia. The patient¿s gi was consulted and was not recommend for a gi evaluation. The patient was transfused with 2 units of prbc and was admitted for observation. After a total of 4 units of prbc, the source of bleed was unclear at discharge but was likely multifactorial: I) menorrhagia, ii) gi bleed. The patient also had a recent upper gastrointestinal (ugi) endoscopy which did not show significant disease. Gynecology (gyn) was also consulted. They recommended outpatient follow up (f/u) for menorrhagia but did not recommend any inpatient work up. Hematology was consulted as per gi recommendations and the patient was found less likely to have hemolysis as per smear and blood work up. The patient was ultimately discharged on (B)(6) 2020. The patient remains ongoing on heartmate 3 lvas, serial number: (B)(6). The heartmate 3 lvas IFU lists bleeding as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system. This document provides information regarding anticoagulation, including recommended inr values and the suggested anticoagulation modifications in the event that there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was transfused with a total of 4 units of prbc (packed red blood cells) over the course of the admission. The source of the bleed was unclear, but was thought to be multi-factorial. The patient had an ugi (upper gastrointestinal) endoscopy performed which showed no significant disease. It was recommended to have an outpatient followup for menorrhagia with no inpatient workup. Hematology was consulted per gastroenterology recommendations and it was determined the patient was less likely to have hemolysis as per smear and blood work up. The patient was discharged on 24feb2020 with a follow up appointment in the clinic.

Manufacturer narrative:
Section b5: additional information. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.